Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump did not work properly. No additional information was provided. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/29/2015 with the following findings: a review of the pump histories did not show any errors, alarms, or warnings associated with the complaint. The returned battery cap was able to secure properly to the pump. The pump powered on normally to the verify screen and all keypad buttons functioned normally. The complaint of the pump not working properly could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).